Event description:
The customer reports that when the user opens an exam from the work mode pallet, then opens a comparison using the comparison button, next tries to open the original exam via the work modes or pt historical jacket, original exam is not opened. The comparison remains open. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B) (4).